Manufacturer narrative:
B3: date of event was approximated to 02/01/2019 as no event date was reported. H6: problem code 1069 captures the reportable event of wire broke. H10: visual examination of the returned device revealed that the device's working length was found damaged, and the distal pierced hole (tome's extrusion) was found torn, causing the wire anchor to be dislodged from the extrusion. It is important to mention that the cutting wire was not observed to be broken; however, the wire anchor dislodged could be perceived by the user as cutting wire broken; consequently, confirming the reported complaint. The torn distal pierced hole is evidence that the cutting wire anchor slipped out, causing the catheter to tear. There is no evidence of a manufacturing related issue. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. An investigation was completed to address this issue which identified the most probable cause to be design inadequate for purpose, since the problems are traced to design/design features of the device that do not support or interfere with the intended purpose of the device. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the cutwire broke from the cannula. There were no injury nor patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that the cutwire broke from the cannula. There were no injury nor patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.